Manufacturer narrative:
Follow-up #1: date of submission 12/3/2015 device evaluation: the device has been returned and evaluated by product analysis on 11/17/2015 with the following findings: a review of the pump black box revealed drastic voltage fluctuation associated with a cs 128 replace battery alarm. The battery compartment was intact and there were no cracks observed. There was no evidence of moisture found inside the battery compartment. The pump was unable to perform the ez-prime steps due to a cs 069 alarm occurring during the rewind step. The pump case was removed and there was no intermittent conditions or moisture found inside the pump. The battery life issue was unable to be adequately investigated due to the cs 069 alarm.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas, alleging a power (battery life) issue. It was reported that the battery life was less than expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.